Manufacturer narrative:
Results: the embolization coil of the penumbra smart coil (smart coil) was intact with the pusher assembly. There was no visible damage to either smart coil. The outer diameters (ods) of both embolization coils were measured and found to be within specification. During functional analysis, the smart coils could be advanced out of their introducer sheaths without issue. However, when attempting to advance the smart coils into a demonstration microcatheter, extreme resistance was experienced, and the embolization coils could not be fully advanced into the microcatheter lumen. Conclusions: evaluation of the returned devices revealed that both smart coils could not be advanced into a demonstration microcatheter. Extreme resistance was experienced prior to advancing each embolization coil entirely into the microcatheter lumen. This resistance likely occurred due to the embolization coil taking shape within the lumen of the microcatheter. The root cause of the embolization coil taking shape prior to advancing out of the microcatheter could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-001580.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached an initial smart coil into the patient using a non-penumbra guiding sheath and a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician advanced the smart coil a few centimeters into the hub of the microcatheter and then encountered resistance. Subsequently the smart coil became stuck and was unable to advance completely into the microcatheter. The smart coil was then removed and soaked in saline. Next, the physician made another attempt to advance the smart coil into the microcatheter but the coil would not advance at all and was removed. Thereafter, the physician attempted to advance a new smart coil into the microcatheter; however, the same issue occurred and the coil was unable to advance completely into the microcatheter. Therefore, the smart coil was removed and the procedure was successfully completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.